Event description:
The complainant alleges while unloading the cot from the ambulance, the cot legs allegedly failed to lower. The stretcher tilted to the side resulting in an alleged injury to a medic. No details were provided pertaining to the nature of the injury or medical intervention sought.

Manufacturer narrative:
A visual and functional evaluation was conducted on the subject cot and the reported issue was not able to be duplicated. No malfunctions were observed and the cot was operating according to specification. The IFU for the product provides sufficient instructions on maintaining control of the cot while unloading the cot from the truck. The complainant has not provided any further details regarding the alleged medic injury or medical intervention sought.

Event description:
The complainant alleges while unloading the cot from the ambulance, the cot legs allegedly failed to lower. The stretcher tilted to the side resulting in an alleged injury to a medic. No details were provided pertaining to the nature of the injury or medical intervention sought.